Manufacturer narrative:
Please be advised that this report was submitted as hard copy by leica biosystems (B)(4) on 12 october 2016, due to errors encountered when submitting the emdr throughout the axway interchange. Investigation of this complaint found that the instrument operated within specification during execution of the "overnight ultras" protocol started in retort "a" at 17:35 on (B)(6) 2016, from which sub-optimal tissue processing was reported. No use error(s) was identified in the interaction between the user and the instrument either prior to, or during, execution of the "overnight ultras" protocol started in retort "a" at 17:35 on (B)(6) 2016, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported from the "overnight ultras" protocol started in retort "a" at 17:35 on (B)(6) 2016 could not be determined from the information available.

Manufacturer narrative:
Please be advised that this report was submitted as hard copy by leica biosystems (B)(4) ltd. On 06 october 2016, due to errors encountered when submitting the emdr throughout the axway interchange.

Event description:
Leica biosystems received a complaint that the quality of tissue processing for 60 of 81 cassettes processed using the "overnight ultras" protocol, which started in retort a on (B)(6) 2016 and completed on (B)(6) 2016, was sub-optimal. The complainant described the affected tissue samples as over-processed; and reported that the quality of tissue processing for cassettes located in the top basket was satisfactory and the affected tissue samples were located in cassettes positioned in the bottom two (2) baskets. On 13 september 2016, leica biosystems received information that tissue from 24 patients had been adversely affected; and re-biopsy had been scheduled for four (4) of these patients. An identifier; age or date of birth and gender of each patient scheduled for re-biopsy was sought. On 16 september 2016, leica biosystems received further information from the complainant that eight (8) patients required re-biopsy. One (1) of the eight (8) patient required upper and lower gastro intestinal re-biopsy. The year of the birth and gender of each patient requiring re-biopsy was provided. Refer to MFR #8020030-2016-00053; #8020030-2016-00054; #8020030- 2016-00055; # 8020030-2016-00057; #8020030-2016-00058; #8020030-2016-00059; and #8020030-2016-00060 for specific details of the other patients involved. Investigation of this complaint by leica biosystems is in progress.